Manufacturer narrative:
Corrected information provided in b.2. And h.11. Upon additional information received, it was confirmed that the issue was related to missing trocar hub or cannula, which is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. Hence this reported event does not meet the criteria for reporting. No further reports will be scheduled under mfg. Report num. 1644019-2025-02757. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received confirming that the issue was related to a missing trocar hub or cannula, and not because the trocar cannula was not attached to the trocar blade.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A ophthalmic surgeon reported that the attached trocar cannula was found not fitted with a trocar or the trocar cannula was not attached on the trocar blade during cataract and vitrectomy combination surgery. The surgery was completed after replacing the product with new one. There was no patient impact.